Event description:
It was reported that the patient's right atrial (ra) lead exhibited no capture and was shown to have dislodged via chest x-ray. The ra lead was explanted and not replaced. It was also reported that the patient's right ventricular (rv) lead exhibited undersensing and was shown to have dislodged via chest x-ray. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).